Manufacturer narrative:
Investigation results: our quality engineer inspected the sample submitted for evaluation. Bd received one unsealed and retracted 20ga x 1.16in. Insyte autoguard bc unit from lot number 4066999. A visual inspection was performed and did not detect any damage to the retracted unit. The cannula was placed back into its original position to inspect for any needle hub damage, but no damage was discovered. The unit was also inspected for any dry adhesive, spring damage, or button damage but nothing was discovered that may indicate any potential retraction failures. It may be possible that tip adhesion wasn¿t broken, or the cannula got stuck in the catheter, but no catheter was provided for inspection. The reported issue of a retraction failure was not confirmed based on evaluation of the returned unit. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
No additional information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autog bc slow to retract. The following information was provided by the initial reporter: button did not retract correctly. Had to push it multiple times to get it to safety.